Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Initially, the caller followed instructions to remove the cartridge and deliver a bolus, but despite troubleshooting attempts, the cartridge alarm continued. Tandem technical support assisted the caller in addressing the issue, eventually deciding to replace the pump and cartridge. The caller was guided on how to prepare the pump for return and informed about the process for setting up the replacement pump, including connecting their cgm. The customer plans to use multiple daily injections as a backup therapy, and a replacement pump was sent to them.